Manufacturer narrative:
(B)(4): results - incomplete or interrupted cycle, closure trigger spring post damaged closure trigger spring disengaged. Additional questions and answers. What was the user firing on? The device was used on rectum.when said ¿could note fire¿ ¿ did the user experience a handle that felt locked out or a handle that felt floppy? The handle felt locked.what troubleshooting steps were taken to open device? The surgeon used operating forceps to lever the jaw.if manual return lever was used was there an attempt made to use it once or multiple times? The manual return lever was used many times but still could not open the jaw. The device was received for analysis with the clamping mechanism damaged and with an cartridge reload loaded on the device. The cartridge reload was received partially fired which is consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device could not fire at the second stroke of the second firing. The jaw of the device could not open as expected, and the procedure converted to open. The jaw was opened by operating forceps at last. Changed to a new device and reload to complete the procedure. The procedure was prolonged about 90 minutes. Now the patient is fine.